Event description:
It has been reported to us that during the procedure the occlusion balloon deflated. The physician inserted the occlusion balloon wire into the pt. The physician experienced difficulty inflating the occlusion balloon due to pressure escaping resulting in the occlusion balloon to deflate. The device was removed and replaced with another to complete the case. Pt is reported to be fine.

Manufacturer narrative:
Method: actual device used during the case was evaluated. Results & conclusion: other: the actual device used during the case was returned and evaluated. Visual examination of the occlusion balloon wire revealed no damage. The occlusion balloon was inflated to maximum and held pressure. The inflation was then tested for approx 5 mins and no issues were noted. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has not been confirmed for deflation; the exact cause for the event is unk.